Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the door not fully shut alarms which were reproduced as door not fully latched alarms during evaluation. The alarms were confirmed during a review of the event history log and were found to be caused by a failing upper link switch. The upper auxiliary assembly which contains the upper link switch was replaced.

Event description:
It was reported that a spectrum pump constantly displayed a door not fully shut alarm. It was also reported that there was no patient injury.